Manufacturer narrative:
It was reported to abbott a patient¿s ipg had reached end of life. It¿s unknown if the patient stopped charging. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined

Event description:
It was reported that the patient's ipg became unable to communicate with external devices. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.